Manufacturer narrative:
A field service engineer performed testing an investigation at the user facility. During testing, the device fan was noisy and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history but not duplicated. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported multiple s233 (overtemperature-psc) erros and a noisy fan. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan was noisy and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.